Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 168 mg/dl. During troubleshooting with tandem technical support, the declined going through pump reset and declined cts follow-up.